Event description:
The balloon on the trapper exchange catheter ruptured while in the patient. There was no harm to the patient. Another device was used without issue. Manufacturer response for trapping balloon catheter, trapper exchange device 6 fr. To 8 fr. (Per site reporter) clinical site notified mfg rep directly.